Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric band. According to the reporter: the backside of the stomach was broke, and it was sutured by the physician. The problem was caused by the reload. At the distal end of the unit a formed stapled stayed on the unit and provoked a 1 cm hole in the face of the stomach when the instrument was removed. The affected area was sutured. There was no blood loss or unanticipated tissue loss nor was the surgical time extended more than 30 minutes.